Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was difficult to operate. The following information was provided by the initial reporter : the customer reported that a significant portion of the needles do not let insulin come through. Not on the customer's own pen and not on another insulin pen either while both pens are fine with other needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter fax# : (B)(6). Initial reporter state : (B)(6). Initial reporter zip code : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was difficult to operate. The following information was provided by the initial reporter: the customer reported that a significant portion of the needles do not let insulin come through. Not on the customer's own pen and not on another insulin pen either while both pens are fine with other needles.